Event description:
On (B)(6) 2010, stryker biotech received a report of an adverse event in a pt who received an op-1 containing product for an unk procedure on an unk date. The pt ((B)(6)) was readmitted to the hospital on (B)(6) 2009 for abdominal pain. A CT scan revealed fluid collection which the physician stated was likely a postoperative haematoma. On (B)(6)2010, stryker biotech received confirmation from the sales rep that the product used in the procedure was op-1 implant. Additional info has been requested from the physician.